Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that there is too much tissue on the helix for the helix to work properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain several hours after implant of a device system. An interrogation found that the patient's right atrial (ra) lead threshold had increased and was now high, and sensing had decreased. A chest x-ray revealed the ra lead to be in the same position, therefore the physician suspected the ra lead had caused a microperforation. An echocardiogram revealed no pericardial effusion. The physician elected to revise the ra lead, however during the attempted repositioning of the ra lead the lead helix would no longer deploy. The physician suspected tissue was in the helix mechanism. The ra lead was explanted and replaced. It was also reported that the patient's left ventricular (lv) lead exhibited a slight rise in threshold. The chest x-ray showed the patient's left ventricular (lv) lead had dislodged. The lv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.